Manufacturer narrative:
The pump was received with a blank display after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test or verify unexpected battery power loss due to the blank display. Pump¿s history and trace files downloaded successfully using thump software. [On adapt, no relevant alarms were noted] however on adapt, confirmed (8) alarm on 09/09/2025 08:42:47.000 hour for alarms that may have occurred in the past and line number 691 file number 39 09/09/2025 08:41:35.000 or during a complaint call that might have triggered the reason complaint. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. The pump was cut open to perform a visual inspection. Swapped a test pcba 1 and the blank display persist. Swapped a test pcba 2 and the display was visible. Physical inspection of the pcba 2 reveals a crack on u6 which is causing the blank display. No evidence of physical or moisture damage was found on the motor, force sensor, or pcba 1. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), label damage and pillowing keypad overlay. Unable to verify battery power loss due to blank display. Blank display is confirmed due to a cracked u6 chip on pcba 2. Battery contact missing was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had reported battery cap damage. The customer received a replace battery alarm, and the pump still had a blank screen. The customer reported a labeling issue. The customer reported a blood glucose value of 228 mg/dl. The customer experienced hyperglycemia and was treated with a manual injection. The event involved product(s) unomedical, unk_disposables, mmt-1884, and unk_sensor. Troubleshooting was not performed for the high blood glucose event. Troubleshooting was performed for battery cap damage. The customer stated that the damage was on the metal contacts. The customer was instructed that a replacement battery cap would be sent. The customer continued to check the metal contact on the pump battery cap during routine battery replacement and was advised to call back if it was loose, damaged, or missing. Troubleshooting was performed for the blank display, and the customer was not using the correct battery cap for the pump. Troubleshooting was performed for the labeling issue, and the product labels were reported as missing, removed, worn, faded, or damaged following usage. No further patient complications were reported. No product return is required for unomedical and unk_disposables. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1884, and unk_sensor was requested, and the customer's response was that the device would be returned.